Event description:
During device update the local medtronic service representative found a pin from the therapy cable had broken off and was jammed in the device therapy connector. The broken pin caused a "connect cable" message.